Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 400 mg/dl. Customer¿s other blood glucose level was 381 mg/dl. Customer was treated with manual shots. Customer also reported that the insulin pump received motor error alarm during basal. Customer was able to successfully clear the alarm and complete rewind the insulin pump. Displacement test was performed and it was passed. It was also reported that insulin pump received unexpected restart alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. Troubleshooting was performed for motor error alarm. The device will not be returned for analysis.